Manufacturer narrative:
Component code, results code and conclusion code have been corrected to reflect device evaluation results.

Event description:
It was reported that internal components fell out of the drill during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that internal components fell out of the drill during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that internal components fell out of the drill during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.